Event description:
Allegedly in (B)(6) 2012, the patient felt a pain. He doubted the armd issue. During revision surgery, the surgeon found that her gluteus medius muscle had lost and joint capsule had fattened. High activity level.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01482, 01483. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed, dimensionally inspected, and photographic images were made.